Event description:
Multiple undocumented incidences of dampened waveform reported. An unspecified number of pts were being monitored via the transducer set which was reported to have a dampened waveform. The nurses treated the supposed hypotensive valves for an unspecified amount of time with an unspecified amount of dopamine. No pt harm has been reported because of the dopamine treatment. No pt info is available.